Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported by the customer that the device received a 240.4150 error. There was no patient involvement.

Manufacturer narrative:
Additional information added to g4, h3, h6, h10. The customer reported issue was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 05/28/2015 to the present date 1/7/2021 and confirmed that this device was previously returned for servicing. Device had similar service repair history and there were no production failures indicated on the source device.

Event description:
It was reported by the customer that the device received a 240.4150 error. There was no patient involvement.